Event description:
Physician reported that patient presented to an on-call physician with intra-oral drainage and welling on the left side. Oral clyndomycin was prescribed. A culture was taken and (B)(6) was identified. Device was explanted on (B)(6) 2011.

Manufacturer narrative:
Method: reviewed device history records (including sterilization records) and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and the only other report of infection was reported by the same physician and involved the same product lot. (Refer to MDR # 2028924-2011-00005). There were total of 72 products in this sterile lot. Product labeling addresses the possibility of infection.